Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6) 2024, it was reported that, the patient experienced high blood glucose levels (540 mg/dl) while using the device and related supplies for insulin therapy. The suspected cause of the high blood glucose levels was an issue with the infusion sets. The patient had multiple instances of bent cannulas and two hospitalizations due to this issue. The site placement for the infusion sets was on the abdomen. The patient went to the emergency room on (B)(6) 2024. The patient has been using the infusion sets for approximately a year. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.